Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the reload was connected to the handle during a laparoscopic assisted distal gastrectomy, after the opening and closing test, the doctor tried to insert it into the port, but was failed. It was suspected that the jaws could not be closed to the end. So, the doctor used and connected another reload. It was noticed that it could be closed to the end (green indicator illuminated) and it could be inserted into the port, but when the tissue was clamped, the green button did not illuminate (the exceeding applicable limit display was not showed). The jaws were released from the tissue and taken out from the port. The reload was reconnected and after the opening and closing test, the tissue was clamped, and the device could be fired normally, then the case was completed. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.